Event description:
It was reported to tyco/kendall healthcare on 03/08/07 that a customer had a problem with the dual lumen insertion tray. The customer reports "PICC catheter had a hole that resulted in leaking and oozing under tegaderm dressing. PICC had to be removed and replaced in an urgent situation to avoid interruption of IV fluids and glucose in this critical newborn."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.